Event description:
It was reported that an interlink vented paclitaxel set was observed to have limited to no flow. This was observed during patient infusion. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was not returned. However, a companion sample with the same lot number was returned and is in the process of being evaluated. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional flow testing found that the companion device had a flow rate that was within specification. The initial evaluation could not confirm the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.